Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
"The literature article entitled ¿total shoulder arthroplasty for glenohumeral arthritis associated with posterior glenoid bone loss: results of an all-polyethylene, posteriorly augmented glenoid component¿, written by paul j. Favorino, md, et al, was published in the journal of shoulder and elbow surgery, in 2016; was reviewed. The purpose of the study was to report the clinical and radiologic findings of patients with at least 2 years¿ follow-up after tsa with a posteriorly augmented, all-polyethylene, stepped glenoid component. The authors hypothesized that patients would improve clinically and would have radiographic component survival consistent with previously reported outcomes for non-augmented glenoid components in tsa. Between may 2011 and january 2013, 22 shoulders in 19 patients underwent primary tsa. All cases used a stepped glenoid component manufactured by depuy, the global steptech anchor peg glenoid component. Only one patient was unable to undergo follow-up, and one was lost, leaving 20 shoulders in 17 patients for review. All patients were followed-up postoperatively at two weeks, six weeks, three months, six months, one year, and then annually. There were five different sizes of humeral heads used and six different sizes of humeral stems used form the global anatomic prosthesis (depuy). With radiographic analysis, ten shoulders had a lucency grade of 0, eight shoulders had a lucency grade of 1, and one shoulder showed grade 2 lucency. All shoulders had a perfect component seating grade of a. Central- peg flange osseous integration was seen in 12 shoulders. One patient showed osteolysis. There were two postoperative complications. One patient had anterior dislocation noted at the first postoperative evaluation two weeks after the index procedure. No injury or mechanism was reported. Closed reduction under anesthesia was unsuccessful. The patient underwent open reduction and was noted to have an intact subscapularis and lesser tuberosity repair. The humeral head was revised to a larger component. The second patient sustained a posterior dislocation 22 months postoperatively while pushing himself up and out of bed. He underwent closed reduction and external rotation bracing for six weeks. His shoulder remained stable until 30 months after arthroplasty when another atraumatic posterior dislocation occurred. He was then revised to a reverse tsa. During surgery, there did not appear to be any bony ingrowth to the glenoid component. Serial review of his postoperative radiographs showed gradual subsidence of the posterior bone. Postoperatively, pain scores were decreased, and rom was significantly improved. One case of glenoid component failure resulted in posterior instability requiring revision. Due to there being various sizes of humeral heads and humeral stems, only one product will be coded for adverse events due to not speicifcally knowing which implant the adverse event occurred in.